Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the packaging of the device that was implanted was used in error. There were no issues with this device.

Manufacturer narrative:
H3: equipment used: video inspection system (m-81805), ruler (m-83360), pin gauge sets (m-84082, m-84081), camera (panasonic lumix dmc-zs5), snap gauge (m-79527), 0.0265¿ mandrel drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F as found condition: the phenom-27 micro catheter and pipeline vantage embolization device were returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened pipeline vantage outer carton and within an opened pipeline vantage inner pouch. The already deployed pipeline vantage braid was returned further within a sealed tyvek biohazard pouch. The pipeline vantage pusher was returned within a dispenser coil. Visual inspection/damage location details: no flash or hub mold were found within the hub. No damages or irregularities were found with the phenom-27 hub. The phenom-27 catheter body was found kinked at ~9.6cm from the distal end. No damages or irregularities were found with the marker bands, or distal tip. No damages or irregularities were found with the pipeline vantage proximal pusher. The hypotube was found intact and unstretched and ptfe shrink tubing was still intact. No damages were found with the spacers, supporting disks, or advance resheathing mechanisms. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No damages or irregularities were found with the tip coil. Testing/analysis: the phenom-27 total length was measured to be ~158.6cm, the useable length was measured to be ~152.0cm, which is w ithin specification (specification: total (ref) = 156.5cm; usable = 150cm ± 5cm). A 0.0265¿ mandrel was inserted into the hub, through the micro catheter body and became stuck at the kinked location. The outer diameter at the distal end of the micro catheter was measured to be 0.038¿, which is within specification, (specification: 0.036¿ ± 0.002¿). Conclusion: based on the device analysis and reported information, the customer report of ¿difficulty navigation¿ could not typically be confirmed through device analysis. Possible causes are patient vessel tortuosity, damage to guidewire, or lack of continuous flush. Customer reported all devices were prepared per IFU, severe friction/difficulty during delivery or positioning, and patient vessel tortuosity as moderate. It is possible the catheter kinking occurred due to advancing against the severe friction, however, the cause of the friction could not be determined. As the guidewire used during the event was not returned for analysis, any contribution of the guidewire towards the difficulty navigation could not be assessed. There was no damages or non-conformances to specifications found that would contribute towards the difficulty navigation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the healthcare provider (hcp) was unable to deploy the product because microcatheter and flow diverter were unstable. The distal portion of the flow diverter could not be anchored to the distal landing zone. There was movement during placement (difficult placement/positioning.) Multiple pipeline devices were not being used when movement occurred. There was severe friction or difficulty during delivery or positioning. The pipeline was not implanted at the intended location. A longer rist079 105cm and longer sofiaex 125cm were required to remove or secure the pipeline. The pipeline missed the landing zone. The device jumped during deployment. The pipeline was placed at least 3mm past the aneurysm neck on each side. The ophtalmic artery was covered by pipeline. The tip of the catheter moved during deployment. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured left internal carotid artery, paraopthalmic aneurysm with a max diameter of 5mm and a 3.5mm neck diameter. The landing zone was 4.7mm distally and 5.6mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered. Angiographic result post procedure showed good wall apposition, aneurysm well covered. No ischemia, no bleeding. Ancillary devices include a terumo 7f slender sheath, rist079, lot 21498-01 sofia ex, 115cm guide catheter, synchro select standard guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.